Event description:
It was reported that pre-dilatation was performed with a 3.5 x 12 mm non-abbott balloon and a 3.5 x 38 mm non-abbott stent was implanted in a saphenous vein graft (svg) to the diagonal artery. It was decided to stent the distal portion of the vessel. In attempting to deliver the promus rx 3.0 x 15 mm stent, resistance was encountered with the previously placed stent, and the promus stent dislodged in the ostial svg. It was attempted to be snared but was unsuccessful. The dislodged stent was compressed into the vessel wall. There were no patient complications reported due to the compressed stent. The stent was not noted to be loose during preparation. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. In this case, it is likely that interaction with the previously implanted stent contributed to the reported failure to advance. Additionally, an interaction with the implanted stent during the attempt to cross may have resulted in an interaction with the stent implant that could have caused damage and loosened the stent on the balloon. Subsequent interaction would have then led to the stent dislodgement. Additional treatment was used in the attempt to snare the dislodged stent; however, the attempt was unsuccessful so the stent was compressed into the vessel wall. To ensure the reported difficulties are not the result of a manufacturing deficiency, all stent delivery systems (sds) are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. It was reported the promus sds was used in a saphenous vein graft lesion. It should be noted that the instructions for use states: the promus everolimus-eluting coronary stent system (promus stent) is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions. The safety and effectiveness of the promus stent have not been established for subject populations with lesions located in saphenous vein grafts. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there is no lot specific product quality deficiency. In this case, the reported difficulties appear to be related to the operational context of the procedure. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.